Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis were unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment with injection vancomycin, 1 gram stat and injection cefepime, 1 gram per exchange (routes were not reported). It was not reported if dianeal therapies were ongoing. No additional information is available.